Event description:
The customer reported that the ventilator went vent inop and alarmed due to a pressure sensor failure. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. As the device is out of warranty, the customer contacted manufacturers product support (pse) who confirmed the reported failure. The pse advised the customer assess the sensor or analog pcb boards per the device service manual for replacement to address the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturers.